Manufacturer narrative:
Philips service replaced the defective control rack and tested the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that c-arm locked due to defective spc10 board and short circuit on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.